Manufacturer narrative:
The pump was received with a frozen display and a constant tone due to a faulty component on the on mother board. After replacing the faulty component, all the buttons responded properly. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and audio beep anomaly. The customer's blood glucose reading was unknown. The customer stated that her pump started beeping with a solid black circle. The customer stated that there is a constant beep. The customer mentioned that she tried on the buttons on the pump and they were unresponsive. The insulin pump was returned for analysis.